Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and healthcare professional confirmed the event via ultrasound and during explant surgery.

Event description:
Patient reported left side rupture and healthcare professional confirmed the event via ultrasound and during explant surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, h6.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed the event via ultrasound and during explant surgery. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.